Event description:
A pump declared an alarm during a loading process. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and opted for multiple daily injections as backup therapy. Technical support arranged for the shipment of a replacement pump and provided instructions for returning the faulty pump after the battery depletes.